Manufacturer narrative:
Concomitant medical products: 3058 interstim urinary mgu ipg, implanted: (B)(6) 2018, 3889-28 interstim urinary mgu lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to pacing impedance variation and high rate non-sustained episodes on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.